Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the sheath and the procedure was completed with a coyote balloon catheter. No patient complications nor injuries were reported.